Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported no image prior to use. No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the product was not returned thus there was no investigation on the product possible. The error described by the customer " no image" could not be confirmed. Based on a review of the complaint history, the most likely cause is that the sensor was damaged due to external influences, preventing the endoscope from generating an image output. For this reason, a user misuse error is to be assumed which led to the missing image. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).